Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. Due to the lack of additional information, it is unknown if any part was replaced or if repair has been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
There was no patient involvement.

Event description:
The customer reported the ventilator alarmed proximal pressure sensor autozero failed. There was no patient involvement. The customer indicated the ventilator had just been through periodic maintenance and the data acquisition board was removed and reinstalled during that process. The remote service engineer advised the customer to verify pin alignment from the autozero solenoids to the data acquisition board and provided the part number for solenoids.